Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 200 units of insulin with multiple cartridges. Reportedly, the customer did not perform the proper air removal techniques. The customer's blood glucose level was 80-89 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.